Event description:
Diagnosis: hepatocellular carcinoma. (Hcc) procedure: radiofrequency ablation. (Rfa) the rfa was performed for 12 minutes at a maximum of 150w, however the total procedure took 40 - 50 minutes. The lesion was in s6, 31mm in diameter. The patient developed a fever of 40c soon after the procedure. Refrigerant (cooling blanket) was administered and patient cooled. The patient did not claim to have any abdominal pain, however the surgeon diagnosed sepsis because the platelet count was reduced. Patient died of sepsis 3 days later. Organism was klebsiella oxytoca.